Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving high readings. Caller wasn't feeling well so she tested her blood glucose reading and she got results of 184 on the vital, but she felt like her sugar was low, feeling cold and shaky, so she retested on a contour and her reading was 84. She immediately had some juice and within 30 minutes was feeling better. Controls used were in range. Replacing product.